Event description:
It was reported that the patient came to the clinic due to a fall. It was noted that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.